Event description:
It was reported the device and leads were all explanted and replaced. There had been a history of twave oversensing, artifacts, and varying impedances. No patient complications were reported as a result of this event. Additional information reported that in 2008, it was possible to provocate the artifacts while the patient changed his position several times. The artifacts were always present on both leads at the same time.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments returned and analyzed. Outer insulation breached; partial lead in segments returned and analyzed. Outer insulation breached; partial lead in segments returned and analyzed. No anomalies found it was reported the device and leads were all explanted and replaced. There had been a history of twave oversensing, artifacts, and varying impedances. No patient complications were reported as a result of this event. Additional information reported that in 2008, it was possible to provocate the artifacts while the patient changed his position several times. The artifacts were always present on both leads at the same time. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed according to specifications device operated according to specifications interference oversensing.